Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal water via an implantable pump for spinal pain. It was reported that the reason for the call was the patient was in today and the health care provider (hcp) was unable to read the pump. The rep stated that it wouldn't go past 5%. The hcp was brought on the line and she stated that it never connected at all; there was an orange light that flashed on the communicator. They tried changing batteries on the communicator but could not read the pump. The patient was sent home. The rep was not with the patient. The agent advised the hcp to call mdt pump tech support when they saw the patient next if they had difficulty interrogating the pump again. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was confirming orientation in anteroposterior (ap) and lateral views under fluoro. The rep confirmed the patient's newly implanted pump had flipped and they were unable to fill. The rep stated there was no known acute injury and the patient had not fallen and the event date was uncertain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that diagnostic imaging showed the pump had filled so managing provider helped flip the pump and was having patient follow up in 2 weeks to see if patient is receiving pain relief and has the patient scheduled for a two week follow up to ensure that the catheter is working properly. It still remains unknown why the pump was not able to be read. The actions and interventions taken to resolve the issue was the provider the provider manually flipped the pump back to the correct position. It was noted that currently the pump is back in the correct position and is able to be read and refilled.